Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a vibrate anomaly on the insulin pump. Customer stated the insulin pump would not vibrate. The customer's blood glucose was 150 mg/dl. The customer stated the battery was not low on the insulin pump. It was also found the insulin pump did not vibrate during a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display followed by an unexpected audio tone due to moisture damage at the electronic assembly. The insulin pump was also received with moisture damage to the motor, battery tube and vibrator. No vibration anomaly could be confirmed due to the blank display. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.